Event description:
Patient called to report an adverse event involving his implantable pulse generator device he had implanted on (B)(6) 2023 for heart failure treatment. Patient stated that the same day he had the device implanted he started sweating profusely while the program was running everyday it was charged. Patient stated he sweat so profusely he was getting dehydrated. He stated he spoke with his doctor about the adverse event, and they didn¿t know why it was occurring. Patient stated he hasn¿t charged the device in a couple months and so the program has not been running and he is no longer profusely sweating.